Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had unknown product performance issue. Additional information indicated that this lead was unable to convert ventricular tachycardia (vt) with max energy shock. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.